Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, there were problems with the vacuum during phacoemulsification. The system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. Unrelated to the reported event, the fluidics module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was received that was unrelated to the reported event therefore, no sample testing was required and no sample evaluation was performed. The manufacturer internal reference number is: (B)(4).